Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection of the device identified a cut in the tubing of the patient line. Leak testing verified the reported leak from the cut in the line. Clamp function and clear passage testing was completed on the device with no issues noted. The sample also ran on a homechoice machine with no alarms noted. Upon conclusion of the investigation, the reported leak was verified during sample evaluation and was due to a cut in the patient line. It is unknown what caused the cut in the patient line. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was originally reported that a home patient experienced a pinhole leak in their drain line during a drain phase of peritoneal dialysis therapy on the homechoice machine. The patient was connected to the device at the time of the event. The technical service representative assisted the caregiver with ending therapy and the patient was to start therapy over using new supplies. During the evaluation of the returned device, it was discovered that the leak was located in the patient line rather than the drain line. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.